Manufacturer narrative:
Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that an unspecified number of pen needle autoshield duo 30gx5mm EU were unable to deliver insulin/medication and were involved in a serious injury in the form of hyperglycemia during use. The patient experienced "slightly raised" blood sugar levels through the day of the event, but there is no mention of any medical intervention/treatment sought or received as a result. The following information was provided by the initial reporter: when administering insulin 22 units, the pen stopped at 6 units remaining and would not progress any further. Removed needle from device and no evidence of insulin gathering in the top of the needle. Replaced pen needle and administered rest of insulin with no problem. Unknown how much insulin had actually been administered. Patient monitored for rest of day. Slightly raised blood glucose results seen in the afternoon, but no harm.